Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: arrt ir manager. A review of the device history record of the product code/lot# combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a left groin access with a 6 fr pinnacle sheath utilizing ultrasound (us) guidance. Exchanged for a 6 fr 70cm cook sheath over an .035 guidewire. Right (rt) leg angiogram and percutaneous transluminal angioplasty (pta) performed without issue. Attempted to exchange sheath at end of case for a 6 fr angioseal sheath over a benson wire and angioseal sheath/dilator would not stay connected together as the dilator kept backing out. Aborted closure and all removed and manual pressure applied. No hematoma or bleeding noted post procedure. The estimated blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.